Manufacturer narrative:
The logs were provided to gehc for review. The logs indicate alarms occurred, indicating a leak in the system. The hospital biomed performed a checkout of the machine and found it to function within specification. The unit was returned to service and there have been no further reported complaint. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the bellows became blocked in the upper position. There was no reported patient injury.